Event description:
It was reported that a patient implanted with an inflatable penile prosthesis (ipp) experienced pain and discomfort near the glans. A surgical procedure was performed, during which it was determined that the left cylinder had slightly migrated downward, resulting in patient discomfort. The ipp was subsequently replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100800768 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (b)4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.